Event description:
See initial report.

Manufacturer narrative:
H11: the circulator motor, distribution board, processor board were found defective and were replaced to solve the problem. The patient pump was functional and was not replaced. Subsequent temperature calibration and functional verification testing were completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in duisburg, germany. In order to solve the issue the following parts need to be replaced: circulator motor; distribution board; processor board; patient pump 1. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed on patient side an error message (e06 code) associated to stirring mechanism that uses too much power. The issue occurred during priming. There was no patient involvement.

Manufacturer narrative:
H11 complaints database review pointed out that no previous similar events have been submitted for this unit since its installation in 2018. Based on the above facts, it cannot be ruled out that the most likely root cause of the event was a stuck stirrer motor, that could not turn freely and led to an excessive power consumption by the unit and overcurrent generation, which reasonably damaged the distribution board and the processor board. Blockage of the motor was likely favored by the environment conditions in which it works. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
Sse initial report.